Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records could not be reviewed. Manufacturing evaluation showed a review of the manufacturing techniques used on the subject part numbers has determined that the unit was manufactured at (B)(4). The nylon spray operation is currently performed by outside vendors. A jde review has determined that all spray nylon services to date for part number 60.116.001.10, 60.116.015, 60.111.471, 60.111.472 and 60.111.473 have been provided by pct inc. The nylon surface has delaminated as complained. The unit has been subjected to extreme and harsh environments, but, due to the extent of the nylon delamination this complaint is deemed valid from a manufacturing perspective. Supplier product investigation: nylon delamination investigation has been completed by pct for previous complaint ID (B)(4). See complaint (B)(4) investigation results for root cause analysis. Internal corrective action is 6880. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Event description:
It was reported that two new graphics cases are bubbling during sterilization. The cases are cracking, peeling and are not holding up during sterilization. There is no adverse event to the patient. This is report 1 of 2 for complaint (B)(4).